Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: the surgery was a laparoscopic appendectomy. Please provide the lot number: no further information is available. Did the needle fall into the patient? No further information is available. If yes, was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? No further information will be provided. The site of application was subcutaneous. There is no problem with the patient's prognosis. The broken needle did not fall into the abdominal cavity.

Event description:
It was reported that a patient underwent an unknown procedure in 2022 and suture was used. During the procedure, the needle broke at the swage part. There was no residue in the body. No adverse patient consequences were reported. Additional information was requested.